Event description:
After approximately nine years of successful cochlear implant use, this patient began experiencing distorted sounds and problems understanding speech. The external components were changed out, but this did not bring improvement. Likewise, reprogramming efforts did not result in any permanent solutions. Therefore, in 2005, the patient was explanted and reimplanted with a new device.